Event description:
(B)(4). I had my essure implanted in (B)(6) 2012. By (B)(6) I started I with uncontrollable, awful itching that left red bumps all over my body. I itched from my head to my toes and my vaginas was the worst. Nothing soothed it, nothing helped it go away. It would last for 2 weeks or so and then ease up. I'd have a 2 to 4 week rest, and then it would do it again for about 2 weeks. Unbearable! I called my dr office and was asked, by the nurse, at that time, "are you allergic to nickel?" To which I stated I didn't know. She then asked if fake jewelry left marks and I said yes, my fingers turn green where the fake jewelry is and touches my skin. She told me I was allergic. That was the first I was asked about a nickel allergy. My hair has always fallen out a bit, but nothing like it has since having essure. I pull out a ton in the shower, then when brushing, I have to pull it out of my brush as I go because it gets clogged with hair. This happens every single day. I'm shocked I have hair left. These are my only 2 symptoms that I'm aware of. May not seem like much, but the itching that comes and goes is severe and I can't leave the house when it comes. I scratch so bad blood runs down my skin and I still keep going, wishing I could peel layers off my body so it will stop...all the while knowing that the itching comes from the inside and there is not a darn thing I can do to get it out and insurance won't pay. The itching so intense you can't stand to be in your body and scalding hot water is a miracle in itself but you step out of that scalding hot water and it's immediately worse than before.